Event description:
Reporter indicated a vns patient was referred for generator replacement, due to increase in seizures. The patient's pre-vns baseline is unk. The surgeon did not know if the generator was at end of service or if a product malfunction existed. Good faith attempts to obtain additional information have been unsuccessful to date.